Event description:
The following alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the defective ventralex st, which allegedly failed, and to perform lysis of severe adhesions. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh (device #1). Per operative notes, "there was a hernia to the right of midline in the lower abdomen. The hernia was measured and it was at the edge of the prior biological mesh, which was well incorporated. A large ventralex st mesh (device #1) was placed into the abdominal cavity and tacked.¿ (B)(6) 2016 - patient frequently visited hospital for right quadrant lower abdominal pain. (B)(6) 2016 - patient was diagnosed with pain and adhesions thereby underwent repair with mesh removal. Per operative notes, "mesh prosthesis was then incised, there were severe intestinal and omental adhesions which were dissected from the mesh prosthesis and mesh (device #1) was then explanted with sharp dissection. Upon removal of one staple, there was some clear fluid leak. This was possibly from a seroma although it was concern of possibility of a staple being in the wall of the bladder." (B)(6) 2016 - patient visited hospital for abdominal pain. (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo ps (device #2). Per operative notes, "severe intra-abdominal adhesions were dissected. A quite large hernia defect was then covered with ventralight st mesh with echo positioning system (device #2) and was tacked." (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of ventralight st w/ echo ps (device #2). Per operative notes, "the multiple adhesions were lysed. In order to free up abdominal wall and previously placed mesh a portion of omentum, bowel were resected. In the right lower quadrant, mesh (device #2) has failed to incorporate into the abdominal wall and mesh forming the hernia sac were excised. There was a chronic seroma between mesh and the right lower abdominal wall which was removed including seroma capsule. There was moderate amount of scar tissue. A synthetic mesh was placed and sutured.¿ attorney alleges that patient had adhesions, hernia recurrence, infection, pain and emotional injuries. It is also alleged that patient underwent subsequent surgeries to repair recurrent hernia and clean out infected wounds. It is alleged that the patient then developed post surgical wound that had to be cleaned out on (B)(6) 2018, later patient underwent laparoscopic recurrent hernia repair and lysis of adhesions on (B)(6) 2019.

Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the alleged post operative complications and any problem with the bard/davol device used to initially treat the patient's hernia. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are a known inherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex st, the obese patient was diagnosed with groin pain, adhesions, seroma, scar tissue and hernia recurrence thereby underwent repair with the mesh removal. The instructions-for-use supplied with the device identify seroma as a possible complication. Updated fields:a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents ventralex st (device #1). An additional emdr was submitted to represent the ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Based on the information provided there is no connection that can be made at this time between the alleged post operative complications and any problem with the bard/davol device used to initially treat the patient's hernia. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesions are a known inherent risk of surgery and are listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the defective ventralex st, which allegedly failed, and to perform lysis of severe adhesions. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.